Event description:
The baxter sales specialist (B)(4) notified to baxter qa on may 14th, 2010 that she received a report from the customer hospital (B)(6), indicating that the nurses observed some failures in 02 units from lot ur09c11069. The sets presented a leak in the filter next to the spike; this was observed after the connection with the patient (approximately 02 hours after connection), and the leak was identified as a light constant dripping next the filter. The sets were replaced after observing the leaks and no injury or medical intervention occurred.

Manufacturer narrative:
The reported condition of leak was confirmed. 1 actual unit was received for evaluation. During the visual inspection, a crack was found in the burette. The manufacturing documents were verified and no discrepancies were found during the manufacturing of this lot. The manufacturing process of this code is as follows: the burette is extruded and then is automatically assembled in machine #235; printed in machine #285 and then the top and bottom cap are bonded to the burette on machine #235; then the finished product, it is manually assembled in line #4. During the visual inspection, an excess of plastic was observed in the integral airway connector (B)(4) but the damage observed is related to the welding of the filter to the cap. The crack observed could be caused by a squeeze beyond the structural limits. The burette is not intended to be squeezed, but to measure the amount of fluid to be delivered to the patient. The most probable cause for the crack condition could be related to the squeeze of the burette beyond the structural limits. No actions will be taken since the defect is not related to our manufacturing process. (B)(4).